Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented for a routine clinic evaluation. Upon further review, it was found that this right ventricular (rv) lead exhibited loss of capture (loc). This device has been implanted for eight months, and it was noted that threshold measurements started to increase shortly after the device was changed. A chest x-ray was performed, and it was confirmed that the lead was properly inserted in the header of the device and no evidence of lead compromise was observed. Technical services (ts) recommended to follow up in one month no adverse patient effects were reported. At this time, this lead remains in service.